Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed repair testing for pressure sensor calibration prox. The service technician states that the sensor board was replaced to address the issue. The device passed all final testing. No further investigation is required.